Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) accessed the hardware testing application (hta) and observed that cubies for drawer 4.1 were not showing up, while 4.2 was detected. After removing the back panel, fse reseated the pyxibus cables and row board cables for both drawers. Upon returning to hta, the 4.1 cubies appeared successfully. The fse then released the cubies and reseated each row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was failed and was unable to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.